Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The customer had aspirated 36 ml with the refill kit 8551. The therapy was successful, and the pump was in the mail.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the pump did not fill pre-op. The pump stopped filling after 16ml. Despite repeated attempts no filling was possible. It was reported that this pump was not implanted and that another pump was implanted. They tried repeatedly to remove the medication and attempt to refill the pump. No patient symptoms were reported. It was noted that at the time of this report the issue was resolved. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis identified no anomalies with the pump. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.